Event description:
Alleged deflation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the patch resulting in inner lumen deflation. Updates/corrections made to sections b5, d9, g3, g6, h2, h3, h6, h10.

Event description:
Deflation resulting in explantation